Event description:
It was reported that the patient experienced a ¿severe¿ infection with ¿a lot¿ of pus that led to an ¿operation¿. No further information was provided. Information has been requested to provide additional details surrounding the event. If this information is received, a supplemental report will be made available.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4)